Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported being injected juvéderm® voluma¿ with lidocaine that they acquired the device outside of the medical practice. The patient reported that they were injected ¿really deep¿ and ¿it hurt a lot.¿ two years later, the patient reported their cheeks were ¿red¿ and ¿burns.¿ the event disappeared and returned 16 days later. The patient was ¿worried.¿ the patient was treated with cortisone and antihistamines. The patient awoke with burgundy (color) cheeks and neckline. They also stated they experienced ¿chalazion,¿ deemed not related to the device and ¿a big allergy.¿ the patient took cortisone and the event calmed down but returned 3 days later. The cheeks were ¿red, itchy, and burning¿ for 3 weeks. The events resolved approximately two months from date of onset.

Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected juvéderm® voluma¿ with lidocaine that they acquired the device outside of the medical practice. The patient reported that they were injected ¿really deep¿ and ¿it hurt a lot.¿ two years later, the patient reported their cheeks were ¿red¿ and ¿burns.¿ the event disappeared and returned 16 days later. The patient was ¿worried.¿ the patient was treated with cortisone and antihistamines. The patient awoke with burgundy (color) cheeks and neckline. They also stated they experienced ¿chalazion,¿ deemed not related to the device and ¿a big allergy.¿ the patient took cortisone and the event calmed down but returned 3 days later. The cheeks were ¿red, itchy, and burning¿ for 3 weeks. The events resolved approximately two months from date of onset.